Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint, failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No signs of insulation damage to the conductor wire.

Event description:
It was reported that after a da vinci-assisted prostatectomy with lymph node dissection procedure, the maryland bipolar forceps (mbf) instrument appears to have melted at the metal/insulation joint due to energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following additional information: the instrument worked with no issues during surgery. There were no reports of arcing or injury to the patient. After the procedure was ended, the instrument was inspected and noticed to have thermal damage. There was no contact of the instrument with staples, clips or metal objects as well as no collision with other instruments or tools. There was no bio-debris at the instrument jaws when the instrument was activated and no broken cable was noticed. It was confirmed that a monopolar cord was not connected to the mbf instrument.